Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the patient doesn't wear his speech processor any longer, because he lost it. It is unk, since when - at least since (B)(6) 2009. Testing showed that the device has malfunctioned.